Manufacturer narrative:
The device was discarded by the hospital and will not be returned or evaluation. A DHR review was conducted and confirms the device met manufacturing specification prior to shipping from rti surgical facility. The distributor failed to review inventory to remove any expired products from the hospital.

Event description:
It was reported to rti surgical on (B)(6) 2021 that during a surgery performed on (B)(6) 2021, the surgeon implanted a bacfuse device and then immediately explanted it after realizing that the device was past its expiration date. A new device within it's validated sterility parameters was then implanted.